Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was found unconscious in their home due to a low blood glucose value. The patient was hospitalized for one week and treated. The hospitalization occurred so long ago that they no longer recalled any details from the event. Additionally, the insulin pump alarmed power loss. However, the customer was able to clear the alarm and rewind the device. The insulin pump was not returned for analysis.